Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they saw their doctor a couple of weeks ago and they were told that the insulin pump was not set up properly. The customer was to meet with a medtronic representative. The customer also reported that they had experienced a low blood glucose level of 49 mg/dl. They treated the low blood glucose with food. The device will not be returned for analysis.